Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. It was also reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.